Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation on the device became damaged. Nothing disengaged from the instrument. Another device was opened to complete the procedure and there was no patient injury. The device was returned to covidien and initial evaluation found it to fall hipot testing.